Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4968-35 implantable pacing lead, implanted: (B)(6) 2005; 4968-35 implantable pacing lead, implanted: (B)(6) 2005; 496 5-25 implantable pacing lead, implanted: (B)(6) 2004. (B)(4).

Event description:
It was reported that the physician was disappointed with the remaining longevity of this implantable pulse generator (ipg). Average remaining longevity was 38 months. Device interrogation estimated remaining longevity was 2 years. No patient complications have been reported as a result of this event.